Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+1.0/087 (sphere/cylinder/axis), into patients left eye (os) on (B)(6) 2022. The haptic was stuck by the foam tip plunger tip upon insertion and a small piece was ripped. The lens remained implanted with no patient harm. Additional information has been requested but none has been forthcoming.